Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and noise. There was no oversensing observed. Additional information was obtained from the field representative indicating that the suspected cause for high threshold appeared to be subclavian crush. Moreover, the lead was accidentally discarded by the laboratory. This rv lead was explanted. No additional adverse patient effects were reported.